Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported regarding apb-1.5-2-3d-es, lot: 228781450 part of coil was implanted into the patient, while the other part of coil was removed from the patient. Only part of coil was implanted into the aneurysm. The coil that fractured in the microcatheter was removed and not implanted into the patient. Regarding the second coil in the procedure abp-1-1-hx-es, lot: 228935256 there was no damage or evidence of tampering to device packaging. The proximal end of the pushwire was not¿secured in the guidewire clip (black rubber stopper) when the package was opened. Regarding the thrid coil in the procedure abp-1-1-hx-es, lot: 228935256 during preparation, the introducer sheath was not held vertically when the implant coil waspulled back inside during hydration.

Event description:
Medtronic received information regarding three axium coils that were broken or detached prematurely during a procedure, one of which experienced resistance prior to the break/premature detachment. The patient was undergoing a coil embolization procedure to treat an unruptured saccular aneurysm in the left superior siphon. The aneurysm max diameter was 2mm and the neck diameter was 1.5mm. Patient blood flow and vessel tortuosity were normal. It was reported that the coils and the accessory devices were prepared per the instructions for use (IFU). However, continuous catheter flush was not administered during this procedure. The first coil (model: abp-1.5-2-3d-es, lot: 228781450), detached automatically when half delivered, resulting in half the coil being placed in the aneurysm and half deployed in the microcatheter, though the reported information indicated the coil was implanted at the intended location. The pushwire was not bent or broken. There was no friction felt during delivery of the coil. The physician did not rotate the delivery pusher and did not reposition or attempt to detach the coil. When preparing to deploy the second coil (model: abp-1-1-hx-es, lot: 228935256), the physician observed that the tip of the coil was already broken when the package was opened, so the coil was replaced with another of the same model and lot. While advancing the third coil for delivery, the coil had resistance/was stuck in the sheath. When the coil was withdrawn for inspection, it was found the coil had unintentionally detached prematurely. It was noted the pushwire was bent or broken. The physician did not rotate the delivery pusher and did not reposition or attempt to detach the coil. There was no patient harm or injury reported associated with this event.

Manufacturer narrative:
Continuation of d10: product ID apb-1-1-hx-es (228935256); product ID apb-1-1-hx-es (228935256). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the axium prime device was returned for analysis within a shipping box and within several resealable plastic biohazard pouches. Two other axium prime devices were also returned and will be addressed in pli-20 and pli-30. The unknown micro catheter used during the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The actuator interface was found securely attached to the coupler tube. The break indicator was found still intact. There were no evidence of detachment attempts at these locations. No damages or irregularities were found with the pusher. The shield coil was found undamaged. The implant coil still attached to the pusher. The implant coil was found damaged within the introducer sheath. No breaks were found with the implant coil. Testing/analysis: the axium prime implant coil was advanced out of the introducer sheath against resistance. A manual detachment was then attempted by breaking the pusher at the break indicator, and the release wire was retracted, detaching the implant coil with no issues. No other anomalies could be observed. Conclusion: based on the analysis performed, the customer report of ¿premature detachment" or ¿coil separation/break¿ could not be c onfirmed. The implant coil was returned still attached to the pusher. In addition, no issues were observed when detaching the coil using the manual method. The implant coil was found damaged, likely due to advancing against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.